Event description:
The company was informed that the pt was hit in the head and developed an infection and seroma at the implant site one month after initial implant. The pt's seroma was drained and the pt was prescribed antibiotics (type unk). The pt continues to be monitored by the center.